Manufacturer narrative:
The product has not been returned and no additional information has been received. A review of the lot manufacturing records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported by (B)(6) that a consumer suffered an infection after applying the product which resulted in the consumer being hospitalized. It was also reported that (B)(6) obtained the product for their testing and the results did not comply with iso 14729:2001. Further medical information surrounding the adverse event was requested as well as information on the product that was tested. Additional information has not been received.

Manufacturer narrative:
A review of the lot manufacturing records and testing of retain samples concluded that the product was formulated, manufactured, and packaged according to local and global product specifications. The saudi FDA reported that additional investigation and testing of bottles from the same lot were performed and concluded no defect found. Based on all available information, no causal factors can be determined and no conclusion can be drawn.